Event description:
This event is reportable based on analysis completed on (B)(6) 2011. It was reported the sheath stopped deflecting during the procedure. The doctor removed the sheath from the pt and used a new device to complete the procedure. There were no consequences to the pt. Analysis of the returned device revealed a leak in the hemostasis valve.

Manufacturer narrative:
One 8.5f agilis introducer with a 8.5f transseptal dilator fully inserted was rec'd for eval. Functional testing of the returned introducer confirmed it was able to deflect in both directions; no abnormal resistance was encountered. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. The hemostasis cap was removed and the 2 part seal was examined, which revealed a tear in the top half of the seal system, which caused the leak. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.